Event description:
It was reported that during an unintended navigation of the supply change process, the user inserted a steel infusion needle and inadvertently pressed and held the fill tubing button, which displayed 0.7 units delivered, while the tubing was not connected to the ilet adaptor and cartridge, resulting in no insulin delivery; earlier that morning the tubing had pulled out of the body, contributing to elevated glucose. Symptoms included hyperglycemia with cgm up to 193 mg/dl and glucometer 208 mg/dl for approximately 10¿15 minutes. Outcomes included no health consequences or impact and no injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and no specific device component implicated. The user was guided to restart the supply change correctly and insulin delivery resumed, and education was provided on avoiding meal announcements for corrections and on viewing insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.